Event description:
During a coronary artery bypass graft procedure, the g-5050 surgical clamp scissor broke off when the surgeon was clamping the aorta. A g-5055 surgical clamp was used to complete the procedure. No pt injury or complications reported.